Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 20-may-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the impedance was found to be too low during lead implant. A new lead was used to complete the procedure. The cause of low impedance was not determined. No symptoms were reported as a result of the event.